Event description:
It was observed that during the device evaluation, the subject device exhibited a burned plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is highly likely that the insufficient angle was caused by the angle wire having stretched. Even if the number of times it has been used is small, the angle wire can stretch due to irregular handling such as operating the angle with a treatment tool inserted, handling the tip, or applying excessive stress to the curved part when the angle is applied. However, a root cause could not be identified. The event is detectable and preventable by handling device in accordance with the following IFU. Gif-h290t operation manual:chapter 3 preparation and inspection:3.3 inspection of the endoscope gif-h290t operation manual:chapter 4 operation:4.3 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.